Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was unknown, but it was found that the customer was using cold insulin and skipping the air removal step. Customer received third party assistance from their husband, who monitored customer and ensured bg started to come down. No injury or permanent damage was reported. A correction injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.